Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the black pulse wire between the distribution node and ECG b. The cause of the non-functional tes is the open pulse wire. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported check therapy electrode messages.